Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone; 0.5 mg/ml; .18032 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as malignant pain. The event date was (B)(6) 2015. An alarm was heard by the patient daughter on (B)(6) 2015. The patient could not hear the alarm. The pump is supposed to be filled on (B)(6) 2015. The patient did not have symptoms or changes in therapy. The patient did not have magnetic resonance imaging (MRI) or been around strong magnets. Additional information was received from a healthcare provider (hcp). The pump alarm was confirmed by telemetry via the clinician programmer to have been the empty pump reservoir alarm. The pump went dry on (B)(6) 2015. It was indicated that the patient had missed a pump refill. Patient symptoms were unknown. Thecause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.